Manufacturer narrative:
H.6. Investigation: 1 unused sample was returned for evaluation. Needle pierced through catheter was observed from the sample. The complaint is confirmed and product is out of specification. Needle pierced through catheter could have occurred during assembly of catheter and cannula or during product application when the product was manipulated. The batch produced is before the implementation of the CAPA#590840. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that defects occurred during use with a 24g x 0.56in (0.7 x 14 mm) insyte. The following information was provided by the initial reporter, "customer description: difficulty to pierce the skin. Plastic tip not always intact when needle is progressed through plastic. Several clinicians have had issues with this cannula. Cannula rotates, no lock . One cannula split."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that defects occurred during use with a 24g x 0.56in (0.7 x 14 mm) insyte. The following information was provided by the initial reporter, "customer description: difficulty to pierce the skin plastic tip not always intact when needle is progressed through plastic several clinicians have had issues with this cannula rotates, no lock one cannula split."